Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of postlaminectomy pain and spin al pain. It was reported that the patient was seeing poor communication on their patient programmer (pp). The patient stated the ins quit charging and they cannot connect to it using the ins recharger (insr) or pp. The patient could not initiate a normal recharge session. The patient stated they¿ve had the communication difficulty with the insr for the past couple months but now it will not connect at all. The patient was seeing the reposition antenna screen on the insr even after repositioning and rotating the polarity disc. The patient stated the last time they felt stimulation was early the morning of the report and the last successful charge session was 4 days ago to full charge. The patient stated they lost stimulation while sleeping around 3am. The patient stated they woke up and had back spasms due to the loss of stimulation. It was reviewed the ins was not likely overdischarged. The patient then stated they would like to be reprogrammed with high density (hd) settings because they were weaning off pain pills and felt the stimulation hurt. The patient was redirected to their healthcare professional (hcp) to discuss these issues. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.